Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that two bottles of contour next test strips were already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The manufacturing records were reviewed for the suspected contour next test strips from lot # 0bpec41a and no manufacturing anomalies were found. The process is designed so that the packaging cannot be performed if the lid is damaged or opened.